Event description:
It was reported that the system 9800 would not initialize. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard drive was defective and was replaced. The system was tested and found to be working as intended and placed back into service.